Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent loosened from the balloon. The vascular access site was the left femoral artery. The lesion was a severely tortuous, 99% stenosed 4.5 mm diameter segment of the mid right coronary artery (rca). The physician predilated the lesion using a 4.0x15mm balloon of unknown type. A 4.0x16 mm taxus liberte' drug eluting stent was advanced to the rca but could not cross the lesion. Upon withdrawal of the stent delivery system, the stent came off in the rca. The stent was not found and no intervention was required. The physician implanted another stent of an unknown type and size to complete the procedure. The patient did not suffer any complications and the patient status was satisfactory. Plavix was administered for follow up. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.